Manufacturer narrative:
X-rays indicated oversized stem implant and proximal stress shielding prior to revision. Neck or stem appears to have rotated, wear particles observed; sample not available for confirmation of source. Revision surgery performed using alternate MFR's hip implant. The event is being reported following a reassessment by facility the reassessment was conducted after a trend regarding early revision rates with the margron device was observed by the foreign orthopaedic association in its 2007 foreign national joint registry report. This observed trend and initial analysis were previously reported to FDA in MDR no. 9613642-2008-00001. As a precautionary measure, facility has taken the margron dtc system off the market in the u.s. Pending further eval of the device and events, except for cases in which margron-specific tools or components are necessary to perform revision of a margron implant.

Event description:
Pt reported postoperative symptoms of persistent pain from a primary margron hip replacement. Revision surgery performed as a corrective action.